Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that during an intraocular lens (iol) implant procedure, when the surgeon advances the iol to put into the eye, there has been debris in the cartridge. Additional information was provided that the "debris" was plastic that was found in one cartridge. The staff was concerned with other "debris" that may be found.